Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of foreign object remaining could not be identified as it was unclear whether reprocessing was performed according to IFU based on acquired information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited the forceps channel was blocked with adhesive. There was no patient involvement.